Event description:
It was reported by repair work order that the siderail was in the low position and would not lock in the up position due to a broken latch on the siderail handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4)